Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to the seized brake gap in which is likely attributed to the wear and tear and the lack of preventive maintenance. Based on service history, no preventive maintenance was performed since the first use of the device. The autopulse platform was manufactured in august 2007, and it is almost 13 years old, the platform has exceeded its expected service life of 5 years. The brake gap was unseized to remedy the fault code 16. Visual inspection was performed and unrelated to the reported complaint found a cracked front and bottom enclosures, likely as a result of damage sustained due to mishandling such as a drop. The cracked front and bottom enclosures were replaced to address the issue. The platform failed the initial functional testing due to error message fault code 16 displayed when the platform was powered on. A review of the archive data indicated fault code 16 errors occurred on the reported event date. Also data show the presence of the user advisory (ua) 12 (lifeband not present), and the error message was cleared. The observed user advisory (ua) 12 error message is unrelated to the reported complaint. Further archive data review revealed the presence of multiple fault code 27 (encoder fault) errors prior to the reported event, unrelated to the reported complaint. As a precautionary measure, the encoder gearbox was replaced. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. The reporter was unable to specify if the issue occurred during shift check or patient use. Patient use information was requested but no additional information was provided, therefore patient use is unknown.